Event description:
This patient experienced a cerebrospinal fluid leak during his cochlear implant: surgery in 2006. The leak was packed during the initial surgery. The patient was hopitalized for a total of 10 to 12 days and is not fully recovered.